Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a lead safety switch due to high out of range pacing impedances. The switch to unipolar resulted in muscle stimulation and a conductor fracture was suspected. A revision procedure was performed and this rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted a deformed outer conductor coil and wear on both the internal and the external insulation. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break 26 centimeters from the terminal end. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.